Manufacturer narrative:
(B)(4). The customer reported that, the patient was receiving aerosolized tobramycin and they suspected a clogged expiratory filter. The covidien service engineer (se) inspected the device and noted that the patient circuit had already been removed. The se reported to have checked the ventilator and was not able to find anything wrong from a hardware standpoint and was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, due to a malfunction of a 980 ventilator, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.